Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the patient had been inadvertently shut the power off. The issue was resolved and the patient was educated on what had to be done and also educated regarding other functions, so this would not happen again going forward. No further information was reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient stated that t heir therapy is turning off by itself beginning this morning. They were having problems with the power staying on for their implant. They were able to turn the stimulation strength for their ins down using their patient programmer but were not able to increase it. The patient confirmed that their ins was turned off. They were walked through how to turn the ins back on using their patient programmer. It was reviewed to sync the ins first and then confirm the status. It was also reviewed that the patient would be unable to increase their stimulation when the ins was turned off which was a safety feature. The patient noted that their implant has been great for them. No further complications were reported/are anticipated.